Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Following successful implant, the impella cp pump failed to obtain flows above .5 liters per minute. As a result, the pump was subsequently explanted and a clot was noted at the inflow. A new impella cp pump was implanted with no further issue. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was submitted. The device was not returned for investigation. Data logs reported suction with low flow during the case run without any motor current spike. According to clinical findings, the device was explanted due to low pump flow, and a clot was noted on the inflow cage. The cause of the low pump flow issue was most likely biomaterial, based on given clinical details. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.